Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 4 of 6. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and assisted to cycle power to clear the alarm. The hp confirmed to complete therapy with manual bags. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 4/6 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The hp stated the he was connected at the time of the alarm and had not disconnected prior to the alarm; all bags were properly spiked and connected and there were no patient extension lines in use. The hp confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).